Event description:
The customer reported that the probe dripped fluid and the dilution cup overflowed on the ortho provue analyzer. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer arrived on site and replaced the wash block and the fluidic valves to return the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since the repair. (B) (4).